Manufacturer narrative:
(B)(4). Medical device: batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what is meant by ¿suture insufficiency¿? Please describe staple form. How many days post-op was the reoperation? Did the patient undergo any preoperative radiation or chemotherapy? Were there any tissue quality concerns? What is the current patient status? Suture insufficiency: staple line was not tight. Please describe staple form: intraoperative: staples in the back of the colon were open how many days post-op was the reoperation: unknown. Did the patient undergo any preoperative radiation or chemotherapy: unknown. Were there any tissue quality concerns? No. What is the current patient status? Patient is alive and at home. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the posterior wall of the colon the staples were not closed. It had to be sutured over. Postoperatively, suture insufficiency occurred again. The patient had to be operated again and subsequently had an intensive care stay.